Event description:
It was reported that a user experienced a ¿dosing stopped, enter bg¿ message on the ilet after starting a new dexcom g7 sensor, followed by failure of the sensor to pair with the ilet, which was attributed to entry of an incorrect sensor code; the user¿s dexcom app displayed a blood glucose of 242 mg/dl, and support guided the user to toggle cgm model selection and re-enter the correct pairing code, with education on the pairing and warmup period. Symptoms included hyperglycemia. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included technical support review and user guidance for device setup. Investigation of this case revealed user setup error related to an incorrect sensor code and pairing configuration, resolved through reconfiguration steps. It was concluded that the event was due to user error in cgm pairing and not a malfunction of the ilet. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.